Event description:
It was reported that pump battery depleted faster than expected, with customer noting around 40% loss of charge per day despite normal use and no pump shutdown. There was no reported impact to the customer¿s blood glucose level. Customer fully charged pump as instructed, and when fast battery depletion continued and was confirmed in pump logs, technical support arranged replacement pump under warranty, instructed customer to use current pump with mobile app as backup until replacement arrived, and provided guidance on storage mode, returning problematic pump, and setting up and connecting replacement pump.